Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, the impella was unable to pass through the aortic valve due to patient's anatomy. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64-year-old male in acute myocardial infarction/cardiogenic shock, needing an impella cp for mechanical circulatory support . It was reported that during placement, the pump was unable to cross aortic valve (av). A trans-esoophageal (tee) revealed the av was not moving with a large clot on the sub-valvular side of the av. The impella cp placement was aborted. No patient harm was reported.